Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead; product ID neu_unknown_ext, product type extension. (B)(4).

Event description:
It was reported that there was breakage of the extension wire of the pne (percutaneous extension). It was noted that the temporary wire was fixed and the issue was resolved. There were no patient symptoms/injuries related to this event.